Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case device only, reported by a pharmacist and by a consumer, who contacted the company to report adverse events and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received unspecified insulin via a reusable pen humapen ergo ii (tone blue), three times a day. Generic name, type of insulin, formulation, dosage, route of administration, indication for use and start date of therapy were not provided. On an unknown date, unknown time after starting unspecified insulin therapy with humapen ergo ii, it was possible to select the dose on the device, but it was not possible to apply ((B)(4)/ lot unknown), and on an unspecified date, his blood glucose reached 600 (units and reference ranges were not provided), which was considered serious by the company due to medical significant reasons; or it got low (values were not provided); it was reported that on 05-jan-2023 it reached 60 (units and reference ranges were not provided). Information regarding corrective treatment, outcome of the events and action taken with unspecified insulin was not provided. The patient was the operator of humapen ergo ii and his training status was not provided. The humapen ergo ii model and reported humapen ergo ii duration of use was not provided. The action taken with humapen ergo ii device was not returned to manufacturer. The reporting pharmacist and consumer did not provide an assessment of relatedness between the events with humapen ergo ii nor with the unspecified insulin. Update 12-jan-2023: information received on 06-jan-2023 and follow up information received on 10-jan-2023 were processed at the same time. Edit 26jan2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 06feb2023: additional information received on 06feb2023 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information. Device was not returned to manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 06feb2023 in the b.5. Field. No further follow-up is planned. Evaluation summary a pharmacist and the mother of a male patient reported that it was possible to select a dose using the patient's humapen ergo ii but it was not possible to apply. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The humapen ergo ii core instructions for use states to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case device only, reported by a pharmacist and by a consumer, who contacted the company to report adverse events and a product complaint (pc), concerned a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received unspecified insulin via a reusable pen humapen ergo ii (tone blue), three times a day. Generic name, type of insulin, formulation, dosage, route of administration, indication for use and start date of therapy were not provided. On an unknown date, unknown time after starting unspecified insulin therapy with humapen ergo ii, it was possible to select the dose on the device, but it was not possible to apply (pc 6286048/ lot unknown), and on an unspecified date, his blood glucose reached 600 (units and reference ranges were not provided), which was considered serious by the company due to medical significant reasons; or it got low (values were not provided); it was reported that on 05-jan-2023 it reached 60 (units and reference ranges were not provided). Information regarding corrective treatment, outcome of the events and action taken with unspecified insulin was not provided. The patient was the operator of humapen ergo ii and his training status was not provided. The humapen ergo ii model and reported humapen ergo ii duration of use was not provided. The humapen ergo ii was available for return. The reporting pharmacist and consumer did not provide an assessment of relatedness between the events with humapen ergo ii nor with the unspecified insulin. Update 12-jan-2023: information received on 06-jan-2023 and follow up information received on 10-jan-2023 were processed at the same time. Edit 26jan2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.